Event description:
It was reported that during a supply change the user observed drops, then noticed the cartridge was loose and believed the infusion set connector had not been secured before pressing and holding; the user removed and reinserted the cartridge, confirmed drops at the cannula, and resumed use without difficulty. Symptoms included no reported adverse events. Outcomes included no clinical impact and no alerts or alarms. Investigation included troubleshooting and user education to confirm proper connector engagement, verify drops, and advise close blood glucose monitoring. Investigation of this case revealed user handling during cartridge and connector setup, with the device and components functioning as intended once correctly seated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.